Event description:
It was reported that the handpiece continued to run on its own after releasing the handswitch prior to the start of an oral surgery. There was no patient or user injury, and the planned procedure was completed successfully with another device.

Manufacturer narrative:
The handpiece was received at the manufacturer for evaluation, and the reported condition of the device running on its own was duplicated. Based on the investigation details, the likely cause was problems with sag head assembly or motor, which were each replaced along with the press plug and other components. Service repaired and returned the device to the customer.